Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device. It was indicated that the patient used the cgm while pregnant, which is off-label usage of the device. On (B)(6) 2023, the patient experienced vomiting which she initially attributed to pregnancy. The cgm was reading 60 mg/dl and the blood glucose reading was 30 mg/dl. The patient was treated in the emergency department with IV fluids with glucose for hypoglycemia and zofran and metoclopramide for nausea and recovered after treatment. There was no documentation of further medical evaluation or intervention for hypoglycemia. At the time of the report, the patient was stable and feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.